Event description:
It was reported that on (B)(6) 2022, a 25mm epic valve was implanted in the patient. Two years after implantation, the patient had orthopnea at night and the valve was explanted due to tearing. A non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
Explant approximately 3 years and 4 months post-implant due to orthopnea and cusp tear was reported. The valve was returned to abbott for investigation. Cusp 1 was noted to be torn with degenerative changes. Microcalcifications were noted on cusp 3. The sewing cuff was partially torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported orthopnea is likely a cascading effect of the leaflet tear. However, the cause of the leaflet tear could not be conclusively determined. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. The degenerative changes noted to the tissue at the cusps could have contributed to the leaflet tear; however, this cannot be confirmed. The reported surgical intervention and hospitalization were results of case-specific circumstances as the patient was admitted and the device was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.